Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt), who determined that the speaker assembly required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer. Section e: reporting institution phone #:(B)(6).

Event description:
During evaluation at bench repair, it was identified that the speaker assembly wire was damaged. The device was not in use on a patient at the time of the event, so there was no patient involvement.